Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, upon advancing the pigtail catheter into the laa, a pericardial effusion was noted on transesophageal echocardiography (tee) on the anterior wall of the heart to periventricular area. During transeptal puncture, the physician was pushing the limits of the fossa ovalis (fo), but the energization did not go smoothly, and it is thought that it may have shifted outside the fo when energized again. The physician plan was to place the closure device first followed by drainage. The closure device was placed in a single attempt and cleared via position, anchor, size and seal (pass), concluding the procedure. Preparations were made for drainage, and the was withdrawn from the left atrium. Pericardiocentesis was performed to remove the pericardial fluid, 500ml of bright red dark blood were drained, after which vital signs stabilized. The patient level of consciousness was good, and the procedure was concluded. The patient was already discharged. It was further reported that a small amount of pericardial effusion was recorded before start of the procedure.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, upon advancing the pigtail catheter into the laa, a pericardial effusion was noted on transesophageal echocardiography (tee) on the anterior wall of the heart to periventricular area. During transeptal puncture, the physician was pushing the limits of the fossa ovalis (fo), but the energization did not go smoothly, and it is thought that it may have shifted outside the fo when energized again. The physician plan was to place the closure device first followed by drainage. The closure device was placed in a single attempt and cleared via position, anchor, size and seal (pass), concluding the procedure. Preparations were made for drainage, and the was was withdrawn from the left atrium. Pericardiocentesis was performed to remove the pericardial fluid, 500ml of bright red dark blood were drained, after which vital signs stabilized. The patient level of consciousness was good, and the procedure was concluded. The patient was already discharged.